Event description:
Report received indicated the pt experienced a red, itchy rash underneath the adhesive border. The pt experienced the condition during a period of two to three weeks prior to complaint receipt. Pt applies stomahesive powder followed by protective barrier wipe. Pt changes device every 3 days. Advised to discontinue use and try alternate product. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.